Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, a cracked case at a display window corner, cracked reservoir tube lip and broken off end cap.

Event description:
The customer reported that a piece of the insulin pump casing broke off and received a full black screen except for one corner on the screen. Troubleshooting was done. Customer's blood glucose was 89 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.